Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was cracked. Customer's blood glucose level was approximately 85 mg/dl. The customer changed cartridge and was able to successfully resume insulin delivery.